Event description:
User facility reports incident in which treatment was terminated 10 minutes early due to clotting in the extracorporeal circuit. This pt is not heparinized. Blood volume in the extracorporeal circuit was discarded resulting in ebl=250 cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.